Event description:
It was reported the balloon ruptured during preparation. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated. The eval showed that the guidewire was bent inside the catheter and it had punctured the catheter lumen at 1.3 cm from the distal tip. Results code: catheter lumen. (B)(4).